Event description:
Caller reported an issue with incorrect time settings on their device, leading to a discrepancy between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the time settings on the pump, and the caller was advised to monitor the situation and follow up if the problem recurred. The caller understood and acknowledged the instructions.